Manufacturer narrative:
We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.d4 - serial no changed from blank to (B)(6) to (B)(6). H4 - device mfg date changed from blank to 12/20/2021. H10 - addtl mfg narrative was updated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot while charging. It was also reported tha the pdm is not holding charge.